Manufacturer narrative:
Per field representative's reply, the lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that lead dislodgement was confirmed through chest x-ray and there was no capture noted from the lv lead. This lv lead was explanted. No additional adverse patient effects were reported.